Event description:
The customer reported the ventilator was alarming during use on a patient due to a patient circuit occlusion. The customer reported that water had gotten into the unit. The customer reported there was no patient harm or involvement. The manufacturer's service technician confirmed the reported complaint. The service technician reported during testing there was no blower voltage, which could result in no ventilation during operation. The service technician replaced the motor controller board to address the reported problem. Applicable final testing was completed and passed to operating specifications.